Event description:
It was reported that during testing of the device, 2 short circuits and 2 high impedances were found.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Add'l info: it seems that the pt's next testing appointment is not scheduled until autumn 2009. The complaint has been closed out for now and will be re-opened as and when add'l info becomes available. Due to incomplete info concerning the complaint, the reported problem is probably due to damage of the active electrode.